Event description:
The initial reporter received questionable ca2 calcium gen.2 results for several patient samples tested on the cobas 8000 cobas c 502 module. The initial results were reported outside of the laboratory. The reporter stated that they have been recalibrating the assay more frequently. They are concerned that the calibration was not holding. They reran the patient samples on their other module and obtained different results. The following are examples of discrepant results for 2 patient samples: sample 1's initial result from the module was 6.0 mg/dl. The repeat result from the other module was 7.5 mg dl. Sample 2's initial result from the module was 8.1 mg/dl. The repeat result from the other module was 10.1 mg/dl. The repeat results were deemed correct. The reagent lot number is 623495. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration performed on 27-jun-2022 was within the specified ranges. The calibration performed on 09-jul-2022 had errors and standard 1 had a higher than expected result. The 09-jul-2022 qcs were initially out of range. After multiple reruns, the results were within range. The qc was erratic on 11-jul-2022. The alarm trace contained an abnormal sample aspiration alarm which can be related to poor sample quality. The field service engineer (fse) performed baseline analyzer checks. He analyzed the photometer check. He measured the detergent 1 and detergent 2 levels in the cells and he noted them to be above 22 mm. He inspected the rinse mechanism levels. He measured the sodium hydroxide naoh concentration and the gear pump gauge and verified it to be within specifications. He performed air purges and measured the volumes. He sampled the black water tank behind the module sample buffer (msb) of the module and tested the deionized (di) water from the black tank on both of the calcium lines. He verified the special washes selected for calcium. He did not find any issues. He performed multiple precision tests with acceptable results. The customer performed calibrations and qcs with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.